Event description:
It was reported that during pre-testing, the customer tried to inflate the cuff, but the connector was deformed and the syringe could not be attached. No adverse effects have been reported.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated one device was returned for investigation in used condition. Visual inspection confirmed the customer complaint that the valve was slightly deformed. A syringe was connected, and the inflation system was tested, no problems were identified. No areas were identified in the manufacturing process that could deform the valve and the sample fit within the tests where the valve is connected. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.